Event description:
Customer's mother reported that customer was hospitalized due to high blood glucose level. Customer's blood glucose level was 287 mg/dl when admitted to the emergency room. Customer's mom stated that she had given the customer a manual injection prior to arriving to emergency room. Event that lead up to emergency room visit was customer throwing up. Customer was given medicine for the nausea. Customer's mom declined to trouble shoot, she stated that the insulin pump is working fine. Customer's current blood glucose level is 77 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.